Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the vessel tortuous was normal and calcification wasn't too heavy. A cypher 23/3.0 stent was deployed from prox-lad to mid-lad. When the 3rd pull-back of the post imaging was performed, this catheter got stuck at the stent's distal edge, and it wasn't able to get pulled out. Though the transducer was pulled out and a .025 wire was inserted into the inner shaft, the stuck part didn't come off. Next, the stuck part was expanded by a balloon catheter, but it didn't come off. Finally, when the stuck part was pushed up by the tip after a 6f guiding catheter was inserted till it, it managed to come off. Then, this procedure was finished without problem, and the patient's status was stable. Introducer sheath: 6f terumo, guiding catheter: 6f radiguide bl3.5, guide wire: runthrough, stent: cypher 23/3.0, 33/3.5, inflation device: unknown. A cvis was used. Patient condition: stable.